Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic procedure on (B)(6) 2013. Access was obtained at the femoral artery via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician deployed the device per the IFU. When the physician tamped down, the sealant was noticed to be sticking out of the black sleeve. The deployment was aborted and manual compression was held for 15 minutes at which time hemostasis was achieved. The sealant was not deployed into the patient. The patient was hospitalized for reasons unspecified and unrelated to the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1325404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.